Event description:
Per the audiologist, the pt underwent skin flap rotation surgery in 2008, due to "flap complications". The pt was told to not wear the sound processor for at least one month, until the healing was complete. Reportedly, when the pt came back in for a follow up appointment the skin flap was in good condition and was described as "perfect healing".

Manufacturer narrative:
This is a final report filed on august 14, 2008.